Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of stent barb torn. Block h11: an advanix biliary with naviflex rx delivery system was received for analysis. Visual inspection was performed and found the push catheter suture hole, stent suture hole and the stent barb were torn. The suture was not returned. No other damages were noted to the device. Product analysis confirmed the reported event of suture detached. The reported event was most likely due to the manipulation of the physician when the device was taken out of the pouch, and by this manipulation, the stent barb could have gotten torn, and the suture could have ended up damaging the stent suture hole and the push catheter suture hole. The investigation concluded that the damages observed were most likely due to the amount of pressure applied by the suture to the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix biliary with rx delivery system was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2024. During preparation, it was noticed that the stent did not have a suture attached to it. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed the stent barb was torn. Please see block h11 for the full investigation details.